Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm with the incident lot was observed. Evaluation of the customer sample was performed and embedded fm in the tube was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is aware of this product issue and further investigation has been conducted through a CAPA. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for embedded fm with the incident lot was observed as the samples did not meet the required specifications. Further investigation activities have been conducted relating to this product issue and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this product issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this product issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that bd vacutainer® sodium fluoride edta (fe) blood collection tubes had embedded foreign matter.